Event description:
Reporter alleged blood glucose measured 222 & 161 mg/dl on one vial of test strips, however, customer had low blood glucose symptoms at the time. Customer stated retesting with a different vial of test strips and obtained a result of 85 mg/dl back to back with the original results. As a result of the testing, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.